Manufacturer narrative:
Results and conclusions summary- product performance engineering reviewed the incident. Angina and occlusion, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. No device malfunction was reported. It was reported that direct stenting was performed. The xience v IFU states, "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated...". In this case, it is likely that the angina was a secondary effect of the occluded vessel. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: total occlusion of artery requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that without pre-dilatation, a 3.5 x 18 mm xience v stent was implanted in the proximal left anterior descending (lad) crossing the first diagonal. In 2008, the patient experienced chest pain. It was noted that the first diagonal had become totally occluded and percutaneous transluminal coronary intervention (ptci) was performed to treat the occlusion. No additional event or patient information is available.